Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage to the insulin pump battery compartment. Customer also reported a motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer state that the battery compartment was falling apart and it being held together with tape. No troubleshooting was performed. Insulin pump is not expected to return for analysis.